Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection procedure, the pouch was about to disengage from the ring from the beginning. The procedure was completed with another device.